Event description:
It was reported that the patient had a revision on the asr hip implant. It was further reported that prior to the event, the patient experienced restricted movement and functional impairment. It was further reported that cobalt and chromium was found in the blood of the patient as determined from blood tests.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Reason for revision: unexplained. Patient activity level prior to event: function impaired and movement restricted. Type of patient activity: can walk for 1 mile. Patient clinical condition prior to revision: ca prostate, gout, hypertension. Has an MRI scan been sent to ic? Yes. Has a blood sample been sent to ic? Co = yes; cr = yes. Has soft tissue samples been sent to ic? No. Update received 30th august 2014. Patient is bilateral. Dp reference number added. Taper sleeve added. Revision reason, surgeon forename, hip side added. Asr xl - left. Reason(s) for revision: alval / soft tissue reaction. This is a bilateral patient. Please see (B)(4) for revision of the right hip. (B)(4) was originally reported as the left hip revision, however (B)(4) is a duplicate of this com. Relevant information transferred to this com and (B)(4) sent to void.